Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the pump was (B)(6) 2014. It was unknown if the patient experienced any symptoms related to the motor stalls. The pump had been explanted on (B)(6) 2017. The pump would be returned. The patient was doing okay after the pump explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (2,223 mcg/ml at 2,000 mcg/day), ropivacaine (8647 mcg/ml at 7 ,000 mcg/day), and prialt (2.4 mcg/ml at 2 mcg/day) via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred on (B)(6) 2017. A tube set message was seen on (B)(6) 2017. It was stated the motor was back online on (B)(6) 2017. Two more stalls occurred on (B)(6) 2017 and (B)(6) 2017. The motor was back online (restarted) again on (B)(6) 2017. The pump status was implanted - out of service. There were no external/environmental factors that lead to the issue. The hcp programmed the pump to minimum flow rate. The issue was not resolved. The patient status was alive - no injury. There were no reported symptoms. The representative stated that surgical intervention had occurred. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated to 24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously submitted analysis results were incorrect. The correct analysis results are below: analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.